Event description:
The clip applier is a component of a flextray procedure delivery system. When the staff attempted to use the clip applier it was noted that the tips did not align properly. The applier was removed from the field and a new applier was obtained. The procedure was completed with no adverse effects noted.